Manufacturer narrative:
Pt info: information unknown/not provided. (B)(6). If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted. Therefore, not explanted. The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) injector was broken but there was no impact on the patient. Account provided that the cartridge tip was in contact with the eye and residue from a piece of plastic that broke-off got into the patient's operative eye. The surgeon was able to proceed with the surgery. No further information available.